Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. A microscopic examination of the balloon material identified a pinhole in the balloon material, located over the distal markerband. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified over the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.